Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head end of the harmonic ace instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broke blade to be related to the customer reported complaint. The insert was found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately 0.4625" x 0.085" was found to be broken off. Broken piece was returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the customer's returned instrument, product information is updated.

Event description:
Refer to h11 for follow-up information.